Event description:
It was reported a patient received a system error 2240 (air in line) alarm while connected to the homechoice cycler. The patient did not connect before the homechoice started draining. The patient pressed start on the homechoice to begin the initial drain and then tried to connect. During troubleshooting, the technical service representative (tsr) had the patient close all clamps and disconnect. The tsr instructed the patient to start over with new supplies and notify the nurse. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the 2240 system error alarm (air in line) was use error as the patient started therapy prior to connecting. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set.the guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.